Event description:
It was reported that the customer was hospitalized for low blood glucose on (B)(6) 2015. The customer's blood glucose at the time of admission was 50 mg/dl. Prior to the hospitalization, the customer had not eaten much throughout the day but had done a lot of activity. The customer's mother stated that the perceived cause of the low blood glucose was that he did not have much to eat. Troubleshooting was declined. The customer was also hospitalized on (B)(6) 2014 for high blood glucose. The customer's blood glucose at the time of admission was 630 mg/dl. The customer had high ketones. The customer was treated with an IV and an insulin drip. The customer's insulin pump also had damage under the led display. The customer's mother stated that the insulin pump fell while the customer was playing basketball and that it was smeared and burnt. Advised a replacement insulin pump would be sent. Advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to perform functional including displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and excessive no delivery alarm test due to cracked and bleeding lcd glass. The unit was also received with minor scratched lcd window, cracked reservoir tube lip, and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.